Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead "fell out after the lead was stitched". The lead was replaced with different lv lead. No patient complications have been reported as a result of this event.